Manufacturer narrative:
Outcome: other: pain, numbness, dysphagia literature citation: ju-hwi kim, seul-kee lee, jong-hwan hong, bong ju moon, jung-kil lee, "retropharyngeal granulation: delayed complication of anterior cervical diskectomy and fusion in c2¿3." Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: a computed tomography scan revealed a hangman fracture and locking of the left facet joint at c2-c3. Magnetic resonance imaging showed a high signal change of the spinal cord on t2-weighted image and hemorrhage in the c2-c3 level. It was reported in the literature titled ¿retropharyngeal granulation: delayed complication of anterior cervical diskectomy and fusion in c2¿3¿ that a (B)(6)-year-old male patient presented with acute quadriparesis and dysesthetic pain of the neck and upper trunk. After a traffic accident complained of acute quadriparesis and dysesthetic pain of the neck and upper trunk. Sensory function testing showed dysesthesia from the c2 to t6 sensory dermatome. At the first follow-up 2 months postoperative, the patient complained of mild numbness of the hands and feet, but the motor function of both upper and lower limbs returned to normal. However, CT scans performed at 4 months postoperative showed continued nonunion of the c2-3 body. Approximately 5 months after the acdf, we performed c1-2-3 posterior wiring and iliac bone grafting using the brook method for c2-3 stability. After the second operation, the patient felt intermittent dysphagia and a lump sensation in his throat. One month after the second surgery, the patient underwent esophagogastroduodenoscopy for persistent dysphagia, which revealed a large posterior pharyngeal wall mass. (Size a 5* 2 * 1-cm-) despite conservative treatment, the dysphagia persisted, and the patient underwent posterior pharyngeal wall mass excision by the laryngologist 5 months after the second surgery. The pathologic diagnosis confirmed granulation tissue with suppurative inflammation. Despite removal of the granulation mass, the dysphagia persisted, and the throat lump sensation repeatedly improved and deteriorated for about 2 years. Three years after the acdf, the anterior plate, the suspected cause of the dysphagia, was surgically removed. One week after plate removal, the laryngologist confirmed that all of the granulation tissues had disappeared except for some just beneath the uvula. The patient was discharged four weeks after surgery, and the postoperative clinical course was uneventful with improved dysesthetic pain of the neck and upper trunk. A series of preoperative and postoperative neck soft tissue radiographs is shown in at the last follow-up visit 1 month after plate removal, the patient did not complain of dysphagia. The radiologic examination showed well-fused c1-2-3 with good alignment. The patient had no residual neurologic deficits or dysphagia.